Event description:
Additional information received indicated the event¿s interventions include therapy from four medications; e keppra at 100mg, three times/day, started on (B)(6) 2013, gabapen at 600mg/day, three times/day, started on (B)(6) 2013, rivotril, 1mg three times/day, started on (B)(6) 2013, and cercine, 25mg/ four times/day, started on (B)(6) 2013. It was noted that there were no overdose or withdrawal symptoms. The investigational drug was said not to be related. The underlying disease was believed to be ¿stiff person syndrome¿ and was under examination. It was further noted that a causal relationship between itb and status epilepticus was considered unlikely. It was said, the intrathecal baclofen (itb) adverse event was considered a serious severity and the event resulted in a life threatening condition. The patient¿s outcome was listed as ¿not recovered.¿ the patient was discharged from the hospital and was considered out-patient status.

Manufacturer narrative:
Product ID: 8781 lot# unknown, product type catheter. (B)(6).

Event description:
It was reported that the patient went to the hospital due to pain being experienced around the reservoir. While awaiting examination, the patient went into status epileptics and was treated in the emergency department. The patient was hospitalized that same day for treatment and was stable at the time of report. It was reported that the physician believed that the event was not related to the intrathecal baclofen therapy, but instead was a result of the primary disease. It was noted that the adverse event was related to the investigational drug. The device system was used to deliver gabalon. Twelve days later, it was reported that, on (B)(6), the patient had come into the hospital to ask for a refill. On (B)(6), the condition of the pump was checked, though no further details were provided. On (B)(6), the patient was complaining that there was no effect, so a refill was performed and the dose was increased from 80mcg to 88mcg. One week later is when the patient had come into the hospital for the pain around the reservoir and when the convulsions occurred. It was also reported that, at the time of report, the patient was recovering.

Event description:
It was reported that the patient had experienced severe spasms starting on (B)(6) and was recovering on (B)(6). It was noted that the patient had suffered permanent damage, though no further details of the damage were given. It was also stated that the patient had been intubated in an intensive care unit on (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).